Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the fse was able to reproduce the error 31055 and confirmed the customer reported complaint. The fse replaced the surgeon side console (ssc) e-stop (part #371906-01) to resolve the reported issue. The system was tested and verified as ready for use. From available information, there is no return material authorization (RMA) associated with this complaint. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's system logs for the reported procedure date was conducted by technical service engineer (tse). Investigation revealed the following possible related system error(s): /31055/scc2 switch fault, no/nc on, console e-stop. This complaint is considered a reportable event due to the following conclusion: it was reported that the customer experienced multiple recoverable faults after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the surgeon side console (ssc) e-stop (part #371906-01) to resolve the reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that they kept getting repeated recoverable fault 31055. The customer stated that they had to keep recovering the fault to continue. The customer also rebooted the system, and they were still getting the recoverable fault 31055. Error logs showed multiple 31055 errors pointing to the e-stop button on the surgeon side console (ssc) 2. The customer continued on with the surgery and the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator, however they did not have any additional information regarding the event or patient demographic information.